Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus service operation repair center (sorc), that it was found it could not connect the light guide connector of the endoscope to the subject device, because of the broken output socket of the subject device. The subject device had been returned to sorc for repair, because the user thought that something like the tip of the fiber fell off inside the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was inspected at sorc. It was found that the tip of the light guide connector of the endoscope had fallen off in the output socket of the subject device and it prevented the light guide connector of the endoscope from being connected. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not identify a root cause of the reported phenomenon. [Considerations] the following facts obtained from the investigation could not lead to a presumption of the cause of the reported phenomenon. -it was found and confirmed that the light guide connector of the endoscope could not connect because of falling off the tip of the light guide connector at the inspection of olympus service operation repair center (sorc). The tip of the light guide connector has fallen off into the light guide connector, and the light guide could not be used. The cause of the tip falling off has not been identified -no return of the subject device to omsc factory site -no information such as no image etc. If additional information becomes available, this report will be supplemented.